Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained. 3.2 inr/2.1 inr, 2.8 inr/1.9 inr, 2.6 inr/2.0 inr, 5.5 inr/3.3 inr, 1.8 inr/1.3 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No patient information.